Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a apogee on or about (B)(6) 2006 to treat pelvic organ prolapse. It was alleged the plaintiff suffered serious bodily injuries, including pain and erosion, vaginal scarring, infection, urinary and bowel problems. Related to MFR report # 2183959-2013-00733.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. Lawyer-filed report - (B)(4).